Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a localized skin reaction characterized by the appearance of pimples at the needle puncture site, which developed approximately two days after the sensor was inserted into the arm. On (B)(6) 2025, the patient received a notification on their phone instructing them to remove the sensor. Upon removal, the patient noticed that the sensor wire was missing. The patient visited their physician on (B)(6) 2025 for evaluation. During the examination, the doctor palpated the insertion site but did not detect the presence of the sensor wire. A pimple was observed at the puncture site. The physician prescribed oral doxycycline, to be taken twice daily for 10 days, to address the skin reaction. At the time of this report, the patient is feeling well and has not reported any further complications. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Please see the related record (B)(4) for the missing sensor wire allegation. B3 date of event - correction. B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data. H11 additional narrative.

Event description:
Subsequent to the initial MDR, clarification was provided on 05/27/2025. It was reported that a skin reaction had occurred. On (B)(6) 2025 upon waking, the patient observed that the g7 app was again displaying a temporary issue, along with a message instructing him to replace the sensor. Upon removal, he noticed that the sensor wire was missing. Additionally, he observed a pimple at the insertion site, approximately 1/4 inch in diameter and 1/8 inch high. The patient asked his daughter to examine the site using tweezers and a magnifying glass, but she was unable to determine whether the sensor wire remained in the skin. On (B)(6) 2025, the patient visited his doctor. The doctor examined the site and squeezed the pimple, but no material was expressed. The doctor prescribed doxycycline, to be taken twice daily for 10 days. The patient did not specify the dosage or whether the antibiotic was prescribed for a potential retained sensor wire or for the skin reaction. The doctor did not believe the wire remained in the arm, but there was no mention of imaging (e.g., ultrasound or x-ray) being performed to confirm this. On 05/13/2025, the patient contacted dexcom technical support to report the missing wire and described the events from (B)(6) 2025. The technician asked product-related questions and documented the concerns. When asked about his condition, the patient confirmed that he was feeling fine during the call. Follow-up calls were made on 05/16/2025, 05/19/2025 and 05/26/2025, but the patient was unavailable, and each call was routed to voicemail. As a result, the status of the insertion site and the outcome of the prescribed medication remain unconfirmed. No additional event or patient information is available.